Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit is indicating a leak in the iab circuit (gas inflow). The same alarm occurred three times, so the device was replaced with a cardiosave. No health problems have been reported.

Manufacturer narrative:
Corrected fields: e1 (event site address, event site city) due to character limitation, below fields from e1 were added here: event site state and postal code: (B)(6). A getinge field service engineer (fse) did periodic calibration and it is working fine. Also running test was conducted by fse and found to be non-reproducible. Also trigger failure occurs because patients was with atrial fibrillation ( af) .since the cause was af and insufficient deflation, and there was no malfunction of the equipment, and unit has been returned to the hospital.